Event description:
Legal complaint alleges that the patient required an additional procedure to remove a piece of an arthroscopic guide wire that was left in the patient during knee surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.